Event description:
The following has been reported: biomed reported: 'cant clear air in line' incident occurred during process: no injury/adverse reaction: no stopped active infusion: no a preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a downstream air sensor failure. When testing, it was observed during the startup sequence the fva primary valve was sticking unexpectedly. It was able to be freed and the set ID and bubble detector assembly was tested. When a cassette was inserted, the pump immediately and erroneously detected air in the line. The device was reverted to manufacturing mode and underwent admin set ID testing which it failed consistent with a failed air detector. The device also failed valve home testing, with the fva pins behaving erratically with no physical obstruction noted. A new av flag board was installed which resolved the error. It was also found an extra star washer had become affixed to the magnet on the fva assembly but was not the source of the mentioned failure as it did not block anything nor did removing it resolve the error.